Event description:
Over the course of about a month, we were having difficulty getting control #6 within acceptable range on our sysmex ca560 coagulation analyzer. The first notation of intervention was on (B)(6)2010, with subsequent daily notations of failed qc. Dade was called after probes were changed, reagent was remade daily and control 6 was still out of range. Dade made some suggestions for how to rectify the problem, but they did not correct it. On (B)(6), we spoke to the dade rep about the inability to obtain qc results in range and were told that the reagent we were using, dade innovin lot number 539142 had been trending high, but that they chose not to notify the customers because they had determined that it was not a clinically significant shift. Our technologists spent quite a bit of valuable time over the span of a month working on the instrument and remaking reagents and feel quite strongly that, even though they didn't feel it was clinically significant, it was certainly significant to the laboratory manpower and reagent cost. It would also be significant to the pt that is borderline at the top or bottom of the acceptable range. This trend could cause an erroneously normal or abnormal result to be reported. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: diagnostic coagulation studies. Event abated after use: yes.